Manufacturer narrative:
D4 - the UDI number is not known as the part and lot numbers were not provided literature attachment: article title "first application of the distal radial approach for severe mechanical surgical aortic valve paravalvular leak transcatheter closure with a double vascular plug: a case report." As reported in a research article, first application of the distal radial approach for severe mechanical surgical aortic valve paravalvular leak transcatheter closure with a double vascular plug: a case report. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The article, "first application of the distal radial approach for severe mechanical surgical aortic valve paravalvular leak transcatheter closure with a double vascular plug: a case report", was reviewed. The article presented a case study of a 51-year-old male patient with significant mixed aortic valve disease and prior aortic valve replacement procedure. It was reported that on an unknown date, a 14-5mm amplatzer vascular plug iii was chosen for off label implant for paravalvular leak closure of a previously implanted 25mm livanova bicarbon slimline mechanical aortic valve. After implant, there was still a large-volume residual leak. A decision was made to implant a 10-5mm amplatzer vascular plug iii for off label use. It was confirmed there was no interference with the mechanical valve leaflet function. Final angiography revealed only a small volume of contrast entering the left ventricle through the leak. The patient was discharged home five days later. At 9-month follow-up, transthoracic echocardiography, tte, and 3d tte confirmed excellent vascular plug positions with only a moderate-sized residual leak. Control computed tomography angiography (cta) confirmed proper plug positions and only a small-sized residual leak was revealed. No further intervention was performed. [The primary and corresponding author is viktor sasi, division of invasive cardiology, department of internal medicine, medical faculty, albert szent-györgyi clinical center, university of szeged, semmelweiss str. 8, 6725 szeged, hungary, with corresponding email: sasiviktor@gmail.com].